Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl. The customer was treated with food. The customer has been using insulin pump system within 48 hours of reported low blood glucose event. The customer states the drive support cap appears normal. Self test performed and no error found. The insulin pump will not be returned for analysis.